Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out of range right ventricular (rv) pacing impedance measurement of greater than 3000 ohms. The physician has been advised but no action has been taken. Additionally, the physician had elected to monitor the lead, there is no plan to intervention. This pacemaker and rv lead remains in service, and there were no adverse patient effects reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out of range right ventricular (rv) pacing impedance measurement of greater than 3000 ohms. The physician has been advised but no action has been taken. Additionally, the physician had elected to monitor the lead, there is no plan to intervention. This pacemaker and rv lead remains in service, and there were no adverse patient effects reported.